Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: left mentor smooth round spectrum 475cc saline breast implants, lot number 5591352. (B)(4).

Event description:
It was reported that a (B)(6) -year-old caucasian female patient underwent a primary breast augmentation with mentor smooth round spectrum 475cc saline breast implants which the right side deflated after implantation. As a result, patient had the device explanted on (B)(6) 2018

Manufacturer narrative:
On 6/19/2018, additional information indicated that the date of implantation is (B)(6) 2018 and serial number for the implant is (B)(4). On 6/20/2018, additional information indicated that the patient had issue with capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device contained no fluid. Yellow material was observed within the device. No foreign material was observed on the shell surface. Evaluation of the device revealed a rent measuring approximately 0.3 centimeters within a crease on the posterior aspect. Five more rents were observed on the anterior aspect measuring 0.8, 1.0, 1.5, 1.7 and 2.0 centimeters. Two pieces of missing material were observed on the anterior aspect measuring 1.0 by 1.0 and 3.0 by 1.3 centimeters. One piece of missing material was observed on the posterior aspect measuring 4.0 by 0.4 centimeters. Additionally, creases were observed affecting both aspects. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint of deflation was confirmed. Mentor performs 100% inspection and testing of all devices prior to release, product evaluation team concluded that the rents, missing materials and creases occurred sometime subsequent to the removal of the device from its protective packaging. A possible cause of the failure could not be determined. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/25/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. New reports on 6/25/2018, indicates the date of event in on (B)(6) 2018 which the patient age changes to (B)(6) years old at the time of the event. Concomitant product serial number is (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/28/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).